Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient's ins is dead. Caller reports end of service (eos). There is a reported allegation/dissatisfaction with the ins longevity. Caller states they do not think it is normal and they think it is premature. There last ins was replaced in june 2015 and lasted 5 years. They started shaking a but and her jaw and arm started shaking really bad with the ins and with the device on she doesn't shake at all. Caller says they know it is dead as a nurse came over and replaced the batteries and reported eos. No further complications were reported or anticipated with this event.